Manufacturer narrative:
A medtronic representative, following up with the site, found both line filter fuses were blown. The medtronic representative replaced the fuses and performed an imaging system checkout, all areas passed. System performed as intended after the replacement of the fuses. No part were received to the manufacturer for analysis.

Event description:
A medtronic representative reported that while in a lumbar spinal fusion procedure the imaging system would not power on. The medtronic representative reported the mobile view station (mvs) "no power" light was illuminated. To troubleshoot the issue the medtronic representative tried multiple working outlets and tried to reset the breaker without resolution. The surgeon opted to complete the procedure without the use of the navigation or imaging systems and decided to continue with the use of a c-arm. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.